Event description:
Reporting status: serious injury/surgical intervention/permanent damage requiring bypass surgery. Reporting rationale: sub acute thrombosis (sat) occurred. Device issue: none. It was reported that two jostents were implanted in 2007, and the stents partially thrombosed immediately after the procedure. CABG was performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the device history records, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. It is not possible to identify the definitive cause of the problems as no further information regarding the case was provided, and the device was not returned for inspection. Thrombosis is a potential adverse event in coronary artery stenting, suchlike adverse events are extremely rare but cannot be completely excluded.